Manufacturer narrative:
According to the facility on (B)(6), "1.1 gomco clamp caused bleeding and/or abrasion". Per the facility "the bell did not clamp down to stop the bleeding, the provider put surgi gel foam on the area of the penis that was continuing to bleed". Per the facility the product "was used in the appropriate way by ob providers who have done circumcisions with gomco clamps for many years". The device has been discarded. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), "1.1 gomco clamp caused bleeding and/or abrasion".